Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a device replacement due to normal eri, the right ventricular (rv) lead could not be unscrewed from the header of the device, the setscrew would not loosen sufficiently to release it. The lead was pulled in attempt to disconnect it and the connector of the lead came out but the inner conductor remained inside the header. The rv lead was cut, capped and replaced on (B)(6) 2017 with no adverse consequences to the patient.

Manufacturer narrative:
A partial lead was received including the connector pin and inner coil. Dimensional analysis could not be performed due to the condition of the partial lead returned. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage. The reported event of connector pin and inner coil separated from the lead was confirmed. However, difficulty removing the lead from the header could not be confirmed.